Manufacturer narrative:
The device is expected to be returned to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of the display going blank during an infusion of critical therapy. The device was programmed to deliver "powerful drugs".. No specific programming parameters were provided. The patient was being transferred from the operating room to the recovery room, when the device "beeped, the screen went blank, but the pump kept running because the green lights were still on." Reportedly, the pts blood pressure was "up for a while". The staff was unable to reprogram the device to titrate the patient's blood pressure due to the blank display. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient sequelae. The customer reported that the patient recovered and was discharged from the hospital as expected. Though requested, no additional information was provided.